Manufacturer narrative:
The integrated electrosurgical unit erbe (erbe) was further evaluated through failure analysis. The troubleshooting revealed a malfunctioning hf generator printed circuit board (pcb), which generated the m02-03 error. Once the unit was replaced, the error ceased. The erbe is now functioning as intended after passing all required and recommended tests. The probable root cause was determined to be component failure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report an issue with the integrated electrosurgical unit erbe (erbe) generator unit. The caller stated it had been happening to the staff for a few days and have bypassed the erbe currently and are using a force triad esu. The tse reviewed the logs but found no related issue. The caller stated the staff have tried to power cycle the unit but still get c-00 and m-02 faults. The tse had caller verify how the erbe was plugged in, caller stated it was plugged into a power strip. The tse advised not to use a power strip and instead use a dedicated outlet to avoid any issues with insufficient power. The staff continued the case with the force triad. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed the procedure was completed using back up generator. There was no injury/harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the integrated electrosurgical unit erbe (erbe) generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint and performed failure analysis. During failure analysis, the erbe was analyzed and found the root cause of c-33 error on start-up was due to high frequency voltage measurement was high. The complaint was confirmed based on failure analysis.